Event description:
Customer reported an incident while primary tubing was attached to tpn and patient. Blood backed up to the middle access port and fluid was found leaking onto the floor from the port. Nurse said that the port was not sealed off. The patient's PICC line was clotted off and activase (1mg IV) was used to open the PICC line. Customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The customer's reported leak was confirmed. During visual inspection a puncture was observed on one of the smartsite pistons. During functional testing, leaking was immediately noted from this same smartsite. The cause of the leak was due to a damaged smartsite piston. The root cause of the damaged piston was not identified but is consistent with the use of a needle which results in a permanent hole in the piston material.